Event description:
It was reported, the surgeon implanted a 23ahpj-505 in 2007. The leaflets were functioning normal. Echo revealed one leaflet was not moving which resulted in high gradients; therefore, the valve was explanted four days later. The surgeon noted there was thrombus present, but had no concerns with the performance of the valve. Add'l info was requested.